Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited erosion. A revision was performed and the rv lead was explanted. There were no additional adverse patient effects reported. The explanted rv lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory that the conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the return date and investigation results.